Manufacturer narrative:
The technician found the #9 hose from the manifold interfered with the movement of the emergency trend lever, not allowing the lever to go into a neutral position after activation. The technician moved the hose so it did not interfere with the movement of the trend actuator.

Event description:
The account alleged the head hi/low function is drifting down.